Event description:
The user facility reported a 72-year-old female in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. All attempts were unsuccessful. The physician was unable to traverse through the patient's vasculature. The decision was made to abort the impella 5.5 implant. An impella cp pump was subsequently wired and placed without issue for patient support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.